Event description:
Endotracheal tube (ett) cuff volume was checked per protocol and it was noted that the cuff had only 0.3 ml of water. Volume instilled in cuff was 1 ml of water. Et tube was changed. Team checked tube and believed the leak was where the line joined the trach tube. Company was notified. Replacement tube was sent to the facility. It was delivered by mail to a room number at the facility which is part of the college of medicine, not the hospital. They were told to take it to the hospital but did not. There were multiple delays in getting the replacement trach to the patient's bedside.======================manufacturer response for custom trach, custom bivona tracheostomy tube (per site reporter).======================they sent a replacement endotracheal tube.